Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain and underwent multiple operations to remove the mesh. The patient reported that the mesh was twisted and had moved. The patient experienced blood loss during one of the attempts to remove mesh. No additional information has been provided.